Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going. Added information: component information.

Event description:
(B)(6). When removing a 5 mm mic instrument (storz), the plastic was shaved off from the outer tube (storz product is included). The part fell into the abdomen. It was removed. All trocars were sent from the affected mic sieve for viewing. Supposedly, the instrument was only used with a 5mm trocar. Components in use listed as concomitant devices are: ek036r / trocar sleeve 12/110mm threaded with tap, ek024r / trocar sleeve 10/110mm smooth with tap, ek036r / trocar sleeve 12/110mm threaded with tap, z-fremd-instr / foreign instrument, ek017r / trocar sleeve 5/110mm threaded w/o tap.

Manufacturer narrative:
Investigation: the investigation was carried our by the responsible quality coordinator of the production department. On the production side, no failure can be found. According to the work and test plan, the working end must be atraumatic. The deviation at the tip of the trocar was most likely caused by an improper handling, for example during reprocessing. Thus a damage of the insulation of the shaft caused by tilting during removal is possible. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available, as well as a result of our investigation, the root cause of the failure is most probably related to an insufficient usage. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018 investigation: a visual and microscopic investigation was made. Here we found, that the thread of the inner and the outer hole of the right side of the implant are damaged and the bar between those holes is cracked. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the root cause for the problem is most probably usage related.